Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks. It was noted that the device's atrial port was plugged since the patient did not have an atrial lead. Programming options were questioned at that time. Additional information was provided that the patient later received inappropriate anti-tachycardia pacing (atp) and shocks, suspected to be due to atrial fibrillation (af). It was again discussed that the patient did not have an atrial lead, and atrial lead discriminators were programmed off. The inappropriate therapy and episodes were questioned. Boston scientific technical services (ts) discussed programming options and reviewed the therapy episodes. It was noted that therapy was exhausted for the patient, and the device was subsequently reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.